Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 320 mg/dl. Tandem technical support performed a system check and found that the cartridge and tubing were functioning as expected. However, the customer was told to change the supplies as a previous site change did not resolve the reported issue.